Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller planned to reset the pump at their convenience and follow up if the issue continued.